Manufacturer narrative:
(B)(4). Upon receipt of the sample, the device was found to be of this lot and catalog number. The lot was manufactured from to 11/21/2013 to 11/22/2013. Evaluation summary: the device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic inspection of the bladder identified markings located on the exterior surface of the bladder, near the rupture line. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that bladder of a single day infusor was found ruptured/broken after filling the infusor with fluorouracil (non-baxter product). There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.